Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during a routine exam. Device interrogation revealed episodes of nsrvos due to possible myopotential oversensing. The oversensing was not reproducible in clinic with isometrics, coughing and deep breathing. Programming changes were made. Dft and further actions will be discussed with the physician. The patient will continue to be monitored with routine follow-up.